Event description:
The buttons were not responding properly and pt had high bgs. It was stated that the lead screw was worn out. Customer was wearing the pump and using manual injections. Additionally, customer was at work and troubleshooting could not be performed.